Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the o ring was came out of the insulin pump and sometimes the reservoir will not go into the reservoir compartment straight because the o ring was crooked in the insulin pump. Customer's blood glucose level was unknown at the time of the incident. The device will not returned for analysis.